Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A functional test with a sample inserter and syringe, o-ring breakage could be recreated if the inserter and syringe were not aligned during attachment. This misalignment leads to the o-ring being pinched and often breaking. Conclusion: the plausible root cause of the reported event is user related, specifically misalignment of the syringe and inserter during assembly.

Event description:
3 level acculif surgery. Broke or damaged 4 o-rings on first cage insertion. Had to abandon 3rd cage insertion. Plunger would not maintain pressure.

Event description:
A 3 level acculif surgery. Broke or damaged 4 o-rings on first cage insertion. Had to abandon 3rd cage insertion. Plunger would not maintain pressure.